Manufacturer narrative:
FDA UDI - (B)(6) testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 235459 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 235459 and test base part number 195-430wjr / lot 227261. The lot met the required release specifications. A review of the complaints reported false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 235459 showed that the complaint rate is (B)(4).. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however it could have possibly been related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. H3 other text : single use; device discarded.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on 14feb2024 using a nasal sample.repeat testing was not performed. Pcr confirmation testing (platform unknown) was performed on 16feb2024 and generated a positive result. The consumer was asymptomatic.the consumer confirmed there was no patient harm due to the test results. Additionally, the consumer confirmed there was no delay or impact in their treatment.